Event description:
It was reported that there was external damage to the device (dent) that affected the capacitor. The patient had been using a 'stone grinder' which broke apart and hit his shoulder. The system was being extracted due to possible infection. After explant, a manual charge was attempted and a "charge circuit timeout" error occurred. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: charge circuit time out was confirmed during testing and a large dent was observed in the lower left area of the shield. The device appears to have sustained damage as a result of the patient's accident. Subsequently, one of the high voltage capacitors was damaged. The cause of the charge circuit time out is due to the capacitor damage.